Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Event description:
It was reported that the pta balloon ruptured (atm unk) during the second inflation in an a/v fistula. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the investigation is lot number unk. The device was returned within the customer's introducer sheath. The investigation is confirmed for sheath retraction issues and a break at the proximal balloon glue joint based upon the condition of the returned sample. The investigation is inconclusive for a balloon rupture, as no rupture was noted to the balloon and the balloon was unable to be inflated due to the outer catheter break. It is likely that the reported balloon rupture contributed to the balloon becoming stuck within the introducer sheath and the outer catheter breaking at the proximal balloon glue joint. It should be noted that per the reported event details it was stated that the device was inflated with a syringe. The IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unknown whether the balloon was overpressurized or the use of a syringe contributed to the event. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.